Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years post-implant, during a transplant evaluation, the patient's lactate dehydrogenase (ldh) level was greater than 3000 u/l. A ramp echocardiogram revealed that the device was not sufficiently unloading the left ventricle, even with an increase in pump speed. The patient underwent a subsequent pump exchange on (B)(6) 2015.

Manufacturer narrative:
Evaluation of returned device revealed deposition in the inlet stator, rotor body, and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported elevated ldh. The distal side of the inlet stator and proximal rotor revealed dark red and white, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. Its origins and the duration of its presence in the pump could not be conclusively determined. The body of the rotor revealed red/white, tissue-like deposition. The deposition appeared to have been ingested into the pump. The deposition was denatured; indicating that it was present while the pump was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. The outlet stator revealed red and white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 11 months. The device was returned for analysis. The investigation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.